Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, a titanium elastic nail (ten) inserter fell apart. This occurred while inserting a nail. It was reported that the inserter shattered into multiple pieces. No patient impact was reported. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device is used for treatment, not diagnosis the investigation has shown that the blue handle came indeed off so that the chuck could not be loosened anymore. There is no visible damage on the instrument as such which could suggest extensive handling. We can only suppose that the threaded part was not sufficient glued and got loose over time but this is only an assumption. No product fault could be detected.